Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) discussed that they couldn't provide an estimated longevity due to the cause of safety mode being unknown. Ts suspected a temporary voltage drop due to higher battery resistance was likely to have caused safety mode. Ts discussed device operation wasn't guaranteed. It was noted that the device reverted to safety mode when a programming change was attempted prior to surgery by another department. The patient was given temporary pacing and underwent this surgery. Subsequently., this pacemaker was explanted and replaced. No additional adverse patient effects were reported.